Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one crack opening and wear abrasion. Leak test and microscopic analysis was performed which identified one crack opening. Based on the device analysis the final assessment is one crack opening assessed as cracked valve seat diaphragm valve.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.